Event description:
Medtronic received information that during/following the attempted implant of this transcatheter bioprosthetic valve in a patient with 45 mm annulus perimeter and a previously implanted surgical aortic valve, a frame node overlap to the third node was noted upon load check. Subsequently, the valve was deployed at a depth of 3 mm, which was the position where the 4th node of the transcatheter valve and eyelet of the surgical valve overlapped. Following deployment, under-expansion of the valve frame was noted. Subsequently, an echocardiogram confirmed under-expansion of the valve frame and revealed that the frame was compressed by pannus of the right coronary cusp and left coronary cusp. Due to the under-expansion, the valve was recaptured. Upon recapture, an infold was noted in the valve frame and the valve was withdrawn from the patient. A pre-implant balloon aortic valvuloplasty was performed with an 18 mm balloon and a new valve was implanted in the patient. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the procedure was delayed by approximately five minutes due to needing to load a new valve.